Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device power shut off during electrocardiogram-synchronized defibrillation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device power shut off during electrocardiogram-synchronized defibrillation. The customer reported that, during ECG-gated defibrillation, the power shut off when the dial was turned to 150j. The customer did not provide any shocks to the patient prior to the device shutting off. The customer powered the device off and on and the device was able to complete treatment. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.